Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: during investigation, a review of the pump¿s black box showed that data from date of complaint has been overwritten. The current black box shows no evidence of intermittent power. The pump was unable to maintain an electrical connection with returned battery cap due to the cap detaching. The battery cap threads were damaged; the cap was missing the yellow o-ring. The battery cap contact height measurement was not within specifications. A test battery cap was used for all testing. During testing, the pump powered on with no vibration alerts. The battery compartment was observed to be cracked. The pump was exercised for 24 hours with no power loss or alarms. The pump case was removed and there was evidence of moisture contamination found inside the pump on the transceiver board and vibration motor. Unrelated to the complaint, the vibration alert had failed due to the internal moisture. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery cap and battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.